Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched out. During investigation, measurement of the soft cannula confirmed the length was out of specification. A leak test was performed and inspection of the fluid path found a hole in the exposed portion of the soft cannula. Fluid was observed leaking from this hole on the exposed portion of the soft cannula. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. The phb files did show the algorithm was functioning as intended, correctly responding to cgm inputs when connected.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours.